Event description:
Additional information received noting that the surgeon used sterile glue on the lead as a precautionary measure due to the generator header popping off during explant and creating a sharp area that could've penetrated the lead insulation. It was confirmed that there was no visual damage observed on the lead. Also the impedance was within normal limits in pre-op and post-op.

Event description:
It was reported that during a case the physician believed that they may have damaged the lead while removing the old generator. So the surgeon decided to use glue on the area of the lead he felt was compromised and afterwards the device was checked and the lead impedance was within normal limits. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.